Event description:
Patient experienced a burn [thermal burn]. Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient (customer of the pharmacy) started to receive thermacare heatwrap (thermacare lower back & hip), lot number and expiration date not provided, on an unknown date for back pain. Relevant medical history and concomitant medications were not reported. The patent experienced burn while using thermacare on an unknown date. The patient threw the package away. The action taken with thermacare and outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out.

Event description:
Event verbatim [preferred term] patient experienced a burn [thermal burn] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A 71-year old female patient (customer of the pharmacy) started to receive thermacare heatwrap (thermacare lower back & hip), lot number and expiration date not provided, on an unknown date for back pain. Relevant medical history and concomitant medications were not reported. The patent experienced burn while using thermacare on an unknown date. The patient threw the package away. The sample was not available for evaluation. The action taken with thermacare and outcome of the event was unknown. According to pfizer product quality group: the severity of harm has been selected as s3 and reasonably suggest device malfunction was yes. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up ( (B)(6) 2020): new information received from pfizer product quality group included: investigation results., comment: based on the information provided, the complaint of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time.

Manufacturer narrative:
The severity of harm has been selected as s3 and reasonably suggest device malfunction was yes. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.